Event description:
In 2008, this pt underwent endovascular repair whereby a gore tag thoracic endoprosthesis was implanted. The following month, a small distal type I endoleak was observed. The physician chose a wait and watch approach. Approx four months later, the pt had follow-up examination with his physician. Computed tomography scan was not performed. The pt was in good condition.

Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. Results - the review of the manufacturing paperwork verified that this lot met all pre-release specifications. .